Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two prostyle device using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, the first prostyle was positioned and a cuff miss occurred [suture retrieval issue]. A second prostyle suture was pre-placed successfully. A third prostyle device was placed and again a cuff miss occurred. The fourth prostyle suture was pre-placed successfully. After tavi procedure, hemostasis was achieved successfully with the pre-placed second and fourth prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device with the same reported issue referenced is filed under separate medwatch report number.